Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they can start charging implantable neurostimulator (ins) but it takes too long to charge the ins and it will also say charging terminated which started happening friday. The recharger (rtm) cord looks intact. Controller port looks intact. Controller battery compartment looks intact. The patient hasn't reset controller before, so they reset controller during the call and started charging ins. Patient will continue to charge implant and will call back if issue persists. The patient called back in and reported that they had run into an issue while recharging. Pt stated their controller was showing stimulation off. Agent walked pt through turning stimulation back on. Pt stated the issue would occur while recharging. Pt began to recharge on excellent. Pt will call back in if needed patient called back noting that when trying to charge the implant they were getting a message to call medtronic. Patient started an implant session voluntarily and noted the controller was 80% and the implant was 30% with recharging excellent. Agent placed patient on a brief hold to see if the message could be recreated. Patient confirmed system problem rm03 appeared. Patient confirmed that the paddle was getting warmer than usua l and that they had to cool down the paddle. Patient noted it took forever to charge the implant and that the implant had been out since thursday. The issue was not resolved. Agent reviewed meaning of system problem rm03 message. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.